Event description:
Customer reported his blood glucose elevated to 496 mg/dl, treated with manual injections and insulin pump. Customer stated the insulin pump was working properly he had to change his infusion set last night and then was fine. Current blood glucose was 429 mg/dl. Customer also inquired about the sensor not tracking the blood glucose correctly and only read to 400 mg/dl. Customer's symptoms were urination. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.